Event description:
It was reported that during coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a 99% stenosed, tortuous, de novo proximal left anterior descending (lad) lesion. The lesion was predilated with a 15 mm crosssail balloon. The physician then placed the taxus express2 8.8% 3.0 x 28 mm drug eluting stent across the lesion, within the first 10 seconds of balloon inflation, the pt experienced ventricular fibrillation. The physician pulled negative on the balloon, but the balloon remained inflated. The pt was defibrillated with 360 joules and the balloon remained inflated. A second arrhythmia occurred prompting the physician to remove the inflated balloon with the guide wire and guide catheter as a unit with "force" from the pt. The pt stabilized and the physician inserted a new guide catheter for additional angiograms. The physician then discovered "the stent had been pulled back into the left main when the inflated balloon was removed." The physician rewired the lad, but was unable to recross the stent with any other device. He attempted to cross with a cordis transit, bsc 3.0mm nc monorail balloon catheter, and a guidant 3.0 crosssail balloon catheter. The pt was stable, however the taxus stent was in the left main and the lad lesion did not appear to be fully dilated. The physician then consulted with the cardiovascular surgeons and referred the pt for CABG (coronary artery bypass grafting) surgery.